Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's parent reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer's parent advised the sensor cannula was missing and it happened twice. Customer was advised that the sensor would be replaced.